Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage. It had charring and localized melting on both yaw pulleys in the space between the grips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps was mot working during surgeon use. The blue cable was changed and the issue remained. The procedure was completed with no reported injury.